Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to implant transducer extrusion. There are no plans to re-implant the patient with a new device as of the date of this report.